Manufacturer narrative:
Remote diagnostics were performed upon the hemo pc, and it was confirmed that there was a faulty patient data module that was causing loss of data packets. The patient data module was replaced, and the system is now working as intended.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that their hemo monitor was intermittently freezing during an active case, which required them to reboot the hemo monitor. The customer stated there was no harm to the patient, but there was a delay in care while the hemo pc rebooted. At this time it is unknown if the patient vitals were able to be monitored via another source while the hemo pc rebooted. With merge hemo not presenting physiological data during treatment, there is a potential for a delay in care that results in harm to the patient. (B)(4).